Manufacturer narrative:
Attempts have been made to obtain additional; however, at this time no information has been received. With limited information provided the root cause could not be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional; however, at this time no information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is:(B)(4).

Event description:
A doctor reported an incomplete corneal flap side cut occurred during a lasik flap procedure. Reporter indicated the flap was not lifted. The patient returned the next day and a new flap was made and excimer ablation treatment was performed. Additional information has been requested.